Event description:
A literature article reported a delayed pyomyoma 42 days after uterine fibroid embolization using embosphere microspheres. The patient presented with fever, abdominal pain, leukocytosis, and required transcervical drainage. Histology confirmed necrotic tissue and micro-abscess formation. No device malfunction identified.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.